Event description:
Additional information received from the distributor indicated the device was used in a right femoropopliteal below knee anastomosis angioplasty procedure (left retrograde approach). The target lesion was approximately 3cm in length with severe stenosis. The issue occurred following the use of a competitor 4mm balloon. The 5mm balloon was used due to persistent stenosis and used for one inflation. The balloon reportedly did not burst fully and still required a syringe to fully deflate. The balloon then detached from the catheter during removal. The remaining segment required hospital admission, heparin infusion, and surgical removal the next day. The patient was recovering post removal, redo of the proximal anastomosis, and percutaneous femoral artery endarterectomy.

Event description:
Additional information received from the site via the distributor indicated during balloon removal, the inner component appeared to adhere to the 0.018" guidewire and only one marker band was left on the balloon. It was unknown if the other marker band also adhered to the guidewire.

Manufacturer narrative:
H3: analysis confirmed the reported issue. The balloon was returned in three segments. Segment one contained the main body of the device to include the manifold, strain relief, outer shaft, and a portion of the balloon. The second segment contained a portion of the inner shaft and the proximal marker band. The third segment was the distal portion of the balloon and device tip. Approximately 32cm of the inner shaft and distal marker band were missing. The site indicted the inner shaft adhered to the guidewire upon removal and the marker band may have also remained on the wire. A hole was observed in the third balloon segment, approximately 4cm from the distal tip and approximately 0.75cm from the proximal to the point of balloon separation.

Event description:
The balloon was used during an femoropopliteal angioplasty procedure. The site reported the balloon fragmented and appeared to left fragments in the patient. Additional information indicated approximately half of the balloon detached inside the patient. The patient had an additional procedure the next day to remove the balloon fragment. There was no further impact to the patient.

Manufacturer narrative:
H3: to date, the device had not been returned. If returned, a supplemental MDR will be submitted for analysis results.